Event description:
On at least 3 occasions the wound vac tubing connector flange - at the end of the tubing that connects to the patient wound and creates the seal - dried and cracked, thus breaking the seal on wound and resulting in bloody drainage. The two flanges on the track pad side broke off when connected to the y connector. The track was replaced each time. This happened to 2 different expert rns who deal with wound care. The manufacturer rep was notified, who shared that he was not aware of any other reports of this nature. Manufacturer response for wound vac tubing connector, vac granufoam dressing small (per site reporter): plan to ask kci to share findings if we release.